Event description:
It was reported that the crimping bar of an application instrument for sternal zipfix is not opening up properly on an unknown date. This is for warranty replacement only. It was also reported that the device did not malfunction during a surgery while being used on a patient. This is report 1 of 1 for this event reported on complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. The device history review (DHR) states that the manufacturing documents were reviewed and no complaint related issues were found. The item was received with the crimp bar not opening properly. The item is not repairable. The cause of the issue is unknown. Ncr (B)(4) is associated with this part and lot number for improper decontamination. This ncr is unrelated to the reported issue. Placeholder.